Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 2500 ohms, noise, oversensing, inappropriate atrial tachy response (atr) episodes, and loss of capture. There were also signal artifact monitoring (sam) episodes due to what appeared to be minute ventilation (mv)/respiratory sensor signal oversensing. The ra lead was tested in the clinic and impedances were greater than 2500 ohms in unipolar and bipolar configurations, and noise could be recreated with the patient moving their shoulder. Boston scientific technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The device remains in service. Additional information received reported that the ra lead also exhibited noise during patient isometrics in both unipolar and bipolar configurations. The device was reprogrammed and the lead was programmed off. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; and this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 2500 ohms, noise, oversensing, inappropriate atrial tachy response (atr) episodes, and loss of capture. There were also signal artifact monitoring (sam) episodes due to what appeared to be minute ventilation (mv) signal oversensing. The ra lead was tested in the clinic and impedances were greater than 2500 ohms in unipolar and bipolar configurations, and noise could be recreated with the patient moving their shoulder. Boston scientific technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The device remains in service. Additional information received reported that the ra lead also exhibited noise during patient isometrics in both unipolar and bipolar configurations. The device was reprogrammed and the lead was programmed off. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 2500 ohms, noise, oversensing, inappropriate atrial tachy response (atr) episodes, and loss of capture. There were also signal artifact monitoring (sam) episodes due to what appeared to be minute ventilation (mv)/respiratory sensor signal oversensing. The ra lead was tested in the clinic and impedances were greater than 2500 ohms in unipolar and bipolar configurations, and noise could be recreated with the patient moving their shoulder. Boston scientific technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The device remains in service.